Event description:
Plan of the procedure: hybrid method - sbs (side-by-side) + psis (partial stent-in-stent). Placing a zeo v stent (by zeon medical) in the right anterior segments, another zeo v stent in the right posterior segments and zilbs-635 (= complaint device) in the left side. First, the delivery systems of the zilbs (for left) and zeo v (for right) were advanced to the right and left intrahepatic bile ducts respectively, then only the zeo v was deployed. After that, the second zeo v was placed using a psis method in the right side, then the user attempted to deploy the zilbs. However, he felt strong resistance during stent deployment, then the outer sheath broke and separated. Though the stent could be placed despite the event, it became elongated and placed as it was. Please see additional information updated on 11/sep below. Additional information (10/sep/2019ya@cj): the additional information below was provided on 9/sep/2019. The target site for zilbs was the left b2. The patient had ercp performed for the first time this time. Resistance: the resistance during deployment became stronger at the position where the stent of zilbs was adjacent to previously placed zeo v. Position of the elongated stent: a part of the elongated stent (3~4cm in length) is sticking out of the papilla. Dr. (B)(6) had conducted the procedure told the rep that there was a possibility that additional treatment including surgical operation would be requested in the future, so we had better consider how we can support the patient in case it is requested. Additional information (11/sep/2019ya@cj): the additional information below was provided when the rep visited the hospital on 10/sep/2019. According to dr.(B)(6) (refer to an update on (B)(6) in the patient/event info - notes field), pancreatitis was developed though it was unknown if the pancreatitis was caused by the complaint stent. It has not become serious with conservative treatment. According to dr. (B)(6), it is highly likely that the placed stent was not elongated but even fractured since zilbs-635 stent is basically not stretchable. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Reporting cautiously under serious injury based on the potential for intervention in the future as reported by the dr also reportable based on the device malfunction reporting precedence for this device family for the issues of 'flexor breaking (incl. Flexor/handle separation).'

Manufacturer narrative:
PMA/510(k) #: k163018. This report is being submitted as a correction report to capture updates made to theinvestigation following engineering input: "engineering provided input regarding this complaint file and have determined that this device is not licensed or indicated for side-by-side stenting in japan. It is possible that deploying the stent in a side-by-side manner with overlapping stents may have resulted in excessive force on the outer sheath during deployment." Device evaluation: the zilbs-635-10-8 device of lot number c1557657 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 26 september 2019. On evaluation of the device it was observed that the outer sheath was separated from the distal end of the flexor and kinks were observed on the inner catheter. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1557657 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1557657. The instructions for use (ifu0065-3) lists a ¿.035 inch wire guide of appropriate length¿ as a required piece of equipment when using this device. The IFU also states that "the safety and efficacy of combined side-by-side with overlapping stents has not been established". The japanese packaging insert c-es1207m03 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest the user did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: 1. Zilbs stent implantation in elongation is confirmed. Although fracture cannot be excluded, it is very unlikely. Zilbs stretch prior to deployment, some definite stretch post deployment, and the degree of elongation make stretching rather stretching and fracture more likely. Fractures are typically associated with much greater elongation prior to fracture. 2. Delivery system derangement was evident prior to unsheathing. Sheath advancement over the peek tip was followed by inner cannula and stent stretching. The stretched stent likely bound the sheath. Upon deployment this would have stretched the stent further. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide and/or deploying the stent in a side-by-side manner. From the information provided it is known that a 0.025¿ wire guide was used with the device. As per the IFU the device is intended to be used with a 0.035¿ wire guide. It is possible that the use of a 0.025¿ wire guide resulted in insufficient device support during advancement and/or deployment. Engineering provided input regarding this complaint file and have determined that this device is not licensed or indicated for side-by-side stenting in japan it is possible that deploying the stent in a side-by-side manner with overlapping stents may have resulted in excessive force on the outer sheath during deployment. It is possible that insufficient device support from the 0.025¿ wire guide and excessive force from deploying the stent in a side-by-side manner with overlapping stents resulted in separation of the outer sheath and kinking of the inner catheter. It is possible that separation of the outer sheath of the device resulted in elongation of the stent. Summary: complaint is confirmed as the failure was verified in the image(s). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Plan of the procedure: hybrid method - sbs (side-by-side) + psis (partial stent-in-stent). Placing a zeo v stent (by (B)(4) medical) in the right anterior segments, another zeo v stent in the right posterior segments and zilbs-635 (= complaint device) in the left side. First, the delivery systems of the zilbs (for left) and zeo v (for right) were advanced to the right and left intrahepatic bile ducts respectively, then only the zeo v was deployed. After that, the second zeo v was placed using a psis method in the right side, then the user attempted to deploy the zilbs. However, he felt strong resistance during stent deployment, then the outer sheath broke and separated. Though the stent could be placed despite the event, it became elongated and placed as it was. Please see additional information updated on 11/sep below. Additional information (10/sep/2019 (B)(6) ). The additional information below was provided on 9/sep/2019. The target site for zilbs was the left b2. The patient had ercp performed for the first time this time. Resistance: the resistance during deployment became stronger at the position where the stent of zilbs was adjacent to previously placed zeo v. Position of the elongated stent: a part of the elongated stent (3~4cm in length) is sticking out of the papilla. Dr. (B)(6) who had conducted the procedure told the rep that there was a possibility that additional treatment including surgical operation would be requested in the future, so we had better consider how we can support the patient in case it is requested. Additional information (11/sep/2019 (B)(6) ). The additional information below was provided when the rep visited the hospital on 10/sep/2019. According to dr. (B)(6) (refer to an update on (B)(6) in the patient/event info - notes field), pancreatitis was developed though it was unknown if the pancreatitis was caused by the complaint stent. It has not become serious with conservative treatment. According to dr. (B)(6) , it is highly likely that the placed stent was not elongated but even fractured since zilbs-635 stent is basically not stretchable. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Reporting cautiously under serious injury based on the potential for intervention in the future as reported by the dr also reportable based on the device malfunction reporting precedence for this device family for the issues of 'flexor breaking (incl. Flexor/handle separation)'.

Manufacturer narrative:
Device evaluation: the zilbs-635-10-8 device of lot number c1557657 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 26 september 2019. On evaluation of the device it was observed that the outer sheath was separated from the distal end of the flexor and kinks were observed on the inner catheter. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1557657 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1557657. The instructions for use (ifu0065-3) lists a ¿.035 inch wire guide of appropriate length¿ as a required piece of equipment when using this device. The IFU also states that "the safety and efficacy of combined side-by-side with overlapping stents has not been established". The japanese packaging insert c-es1207m03 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest the user did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: 1. Zibls stent implantation in elongation is confirmed. Although fracture cannot be excluded, it is very unlikely. Zilbs stretch prior to deployment, some definite stretch post deployment, and the degree of elongation make stretching rather stretching and fracture more likely. Fractures are typically associated with much greater elongation prior to fracture. 2. Delivery system derangement was evident prior to unsheathing. Sheath advancement over the peek tip was followed by inner cannula and stent stretching. The stretched stent likely bound the sheath. Upon deployment this would have stretched the stent further. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide and/or deploying the stent in a side-by-side manner with another stent (other than zilbs-635). From the information provided it is known that a 0.025¿ wire guide was used with the device. As per the IFU the device is intended to be used with a 0.035¿ wire guide. It is possible that the use of a 0.025¿ wire guide resulted in insufficient device support during advancement and/or deployment. Engineering provided input regarding this complaint file and have determined that this device is not licenced or indicated for side-by-side stenting in japan. It is possible that deploying the stent in a side-by-side manner with a stent other than a zilbs-635 may have resulted in excessive force on the outer sheath during deployment. It is possible that insufficient device support from the 0.025¿ wire guide and excessive force from deploying the stent in a side-by-side manner resulted in separation of the outer sheath and kinking of the inner catheter. It is possible that separation of the outer sheath of the device resulted in elongation of the stent. Summary: complaint is confirmed as the failure was verified in the image(s). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Plan of the procedure: hybrid method - sbs (side-by-side) + psis (partial stent-in-stent). Placing a zeo v stent (by zeon medical) in the right anterior segments, another zeo v stent in the right posterior segments and zilbs-635 (= complaint device) in the left side. First, the delivery systems of the zilbs (for left) and zeo v (for right) were advanced to the right and left intrahepatic bile ducts respectively, then only the zeo v was deployed. After that, the second zeo v was placed using a psis method in the right side, then the user attempted to deploy the zilbs. However, he felt strong resistance during stent deployment, then the outer sheath broke and separated. Though the stent could be placed despite the event, it became elongated and placed as it was. --> please see additional information updated on 11/sep below. Additional information (10/sep/2019 (B)(6)). The additional information below was provided on 9/sep/2019. The target site for zilbs was the left b2. The patient had ercp performed for the first time this time. Resistance: the resistance during deployment became stronger at the position where the stent of zilbs was adjacent to previously placed zeo v. Position of the elongated stent: a part of the elongated stent (3~4cm in length) is sticking out of the papilla. Dr. (B)(6) who had conducted the procedure told the rep that there was a possibility that additional treatment including surgical operation would be requested in the future, so we had better consider how we can support the patient in case it is requested. Additional information (11/sep/2019 (B)(6)). The additional information below was provided when the rep visited the hospital on 10/sep/2019. According to dr (B)(6) (refer to an update on 11/sep in the patient/event info - notes field), pancreatitis was developed though it was unknown if the pancreatitis was caused by the complaint stent. It has not become serious with conservative treatment. According to dr. (B)(6), it is highly likely that the placed stent was not elongated but even fractured since zilbs-635 stent is basically not stretchable. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Reporting cautiously under serious injury based on the potential for intervention in the future as reported by the dr also reportable based on the device malfunction reporting precedence for this device family for the issues of 'flexor breaking (incl. Flexor/handle separation)'.